Event description:
Infection was reported. The implantable cardiac monitor was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4).